Event description:
This is the first of two reports (same patient, same incident, similar problems, same product ID, different serial numbers). This report is regards to the first catheter used. The first catheter was inserted and it displayed intracranial pressure (icp) for about 3 hours and then the readings disappeared. It was replaced and the second catheter also displayed icp for about 3 hours and later stopped displaying the values. When the second catheter was taken out, the catheter was also bent. It was bent at the distal end of the catheter. There was no patient injury or death alleged. The distributor will try to get product details regarding the first catheter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The distributor reported that the catheter was probably discarded. An investigation has been initiated based upon the reported information.